Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was undergoing continuous renal replacement therapy (crrt) using a prismax machine while connected to an extracorporeal membrane oxygenation (ECMO) system. It was further reported that "after fluctuations in flow¿ in the ECMO system, the prismax generated an alarm related to the foam in the deaeration (¿drainage¿) chamber, and the prismax screen went black. Crrt was discontinued without the extracorporeal blood being returned to the patient. It was reported that the patient required one-unit blood transfusion. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received or evaluated on site. The provided machine logs were not related to the treatment data, therefore, a logs analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.